Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was working on the circuit board of a car and then sent a latitude transmission which had noisy senses correctly sensed. Looked at current egm strip and there was no noise. Patient will check in next clinic check. No adverse patient effects were reported. Subsequently this s-ICD was explanted due to normal battery depletion and returned for analysis.